Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the pump was taking a long time to process and the act button was not working. Customer's blood glucose was 217 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to receive a loaner pump. Customer stated that she is going to play with her pump to try to get the settings out and she will call back. Customer was also assisted with programming the new pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.